Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead had a low pacing impedance and exhibited over-sensed noise which resulted in episodes of inappropriate mode switch. No intervention was reported. Further information was requested but not received.